Event description:
On (B)(6) 2013 the reporter contacted lifescan (B)(4) alleging unknown inaccurate results; the readings were not provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.